Event description:
Same case as MFR report # 2134265-2009-00088. It was reported that 114 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure identified and treated two target lesions. Target lesion one was a 90% stenosed, mildly tortuous, distal circumflex lesion. Target lesion two was a 70% stenosed, mildly tortuous proximal circumflex lesion. Both lesions were predilated using a 2.5 x 20 mm maverick balloon. Treatment consisted of 2.5 x 24 mm taxus liberte stent placed distally and an overlapping 2.75 x 20 mm taxus liberte stent placed proximally within the circumflex. The pt returned 114 days following the index procedure with 90% in-stent restenosis of the distal circumflex. Treatment consisted of predilation using a 2.5 x 20 mm maverick balloon and placement of a 2.5 x 16 mm taxus liberte stent resulting in 0% residual restenosis. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.